Event description:
It has been reported to philips the device screen is drifting so we cant use touchscreen.

Event description:
It has been reported to philips the device screen is drifting so we cant use touchscreen.